Manufacturer narrative:
(B)(4) follow up report for device evaluation and correction. Post investigation findings indicate a "barrel cracked defect". It was reported there was leakage from the plunger. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one video of a 3ml luer lok syringe was received for evaluation by our quality team. The video shows one loose syringe filled with an unknown white fluid with an unknown needle attached. When pressing on the plunger, the fluid starts to leak out of the barrel consistent with a barrel cracked defect. The condition observed is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 309658, lot 4207528. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. Further action has not been determined necessary at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had leakage past the stopper. The following information was provided by the initial reporter translated from french to english: circumstances in which the incident occurred / description of the facts leakage from the plunger of a 3ml ll syringe containing vidaza, produced for the paimpol site. The patient had only one injection out of two. Was the dm kept: no.